Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-01. H6: investigation summary: this complaint investigation is only applicable to us panel formats. This complaint is due to misidentification of staphylococcus aureus as staphylococcus epidermidis when using pmic/ID 106 (448606) batch 0294558. The customer provided lab report results, ten (10) panel returns and one (1) isolate return. It is to be noted, that maldi testing was performed using the customer isolate where results yielded the correct identification of staphylococcus aureus. To investigate, five (5) of the customer's returned panels from this complaint batch were tested using the customer isolate of staphylococcus aureus, where three (3) panels yielded the correct result of staphylococcus aureus and two (2) panels yielded the incorrect identification as staphylococcus epidermidis. In addition, one (1) retention panel from this complaint batch was tested using the customer isolate of staphylococcus aureus, and yielded the correct result of staphylococcus aureus. One (1) panel from a different lot was also tested using the customer isolate of staphylococcus aureus, and yielded the incorrect identification as staphylococcus epidermidis. All testing was performed on a phoenix m50 instrument. This complaint is confirmed. The phoenix¿ user¿s manual states identification accuracy of 95.6% and 95.4% for gram-negative and gram-positive organisms respectively. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints generated on the complaint batch. Complaint trending was performed and a trend was found for this defect (s. Aureus identifying as s. Epidermidis) in january 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated.

Event description:
It was reported while using bd phoenix m50 with bd phoenix¿ pmic/ID 106 there was a misidentification of staph aureus as staph epidermidis twice. Results were not reported and there was no impact to patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix m50 with bd phoenix¿ pmic/ID 106 there was a misidentification of staph aureus as staph epidermidis twice. Results were not reported and there was no impact to patient.